Event description:
The international customer reported that the ventilator alarmed with a data acquisition pcb adc failure occurrence. There wasn't any patient involvement.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: this is the old style data acquisition to motor controller cable. No further fi is required. Please reference CAPA (B)(4). This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.